Event description:
Fire dept personnel attended to a person diagnosed as pulseless and apneic. The pt had been down for approx. 10 to 15 minutes prior to their arrival. The operator attached defibrillation electrodes to the pt and attempted to perform an automated ECG analysis. The device allegedly displayed a continuous connect electrodes alarm and ECG analysis was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition. The pt was described as having very thick, coarse chest hair. The pt's chest hair was not removed prior to attaching the electrodes.